Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -13.0/2.0/135 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same length lens due to low vault and the problem resolved. It was reported that the replacement lens was implanted horizontally . Cause was reported as unknown.